Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (clear residue). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.50 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2017 due to significant reduction of endothelial cell count. The patient's post-op best corrected visual acuity (bcva) was 20/22.